Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2007. The fse performed a full preventive maintenance (pm) and (B)(4), all within specifications. No hardware issues were noted. The fse performed repair verification per established procedures. The unit conformed to the manufacturer's specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer reported an elevated troponin I (accutni) and creatine kinase-mb (ck-mb) results, for one patient, involving access 2 immunoassay system. Subsequent testing produced results within the reference range. The elevated ck-mb result was released out of the laboratory and questioned by the physician. It is unknown if the elevated troponin I results were released. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) travelled to the facility to assess the unit.